Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0451702v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that this was a possible case for lead diagnosis. It was reported that after battery replacement impedance was still high. Manufacturing representative reprogrammed around the high impedance electrode.